Event description:
A customer reported experiencing a cgm error 42 with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the customer through the process. Following the reset, the cgm error code did not reappear, and the customer successfully began a new sensor session.